Manufacturer narrative:
Analysis on the returned instrument resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the returned probe has not apparent physical damage. With markers attached and fully seated, the probe returned good geometry and divot error readings. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a damaged instrument that the site needed to be replaced. There was no patient involvement.